Event description:
The brakes on this bed would not hold.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/ working could lead to unintentional movement of the bed, which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.